Manufacturer narrative:
Unit was received with blank flashing white lcd due to crack on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was 134mg/dl at the time of the incident. The customer reported that they had a big streak line through the middle of the screen. The customer stated the screen was hazy as well. The customer states the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.